Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows no relevant error messages. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The user treated right eye first, then left eye. The treatment for the right eye was performed successfully without interruption. During preparation of treatment for patient's left eye a warning message occurred. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye was performed successfully without interruption, too. No technical problem can be identified during logfile review. During technical site visit, fse (field service engineer) performed system verification. System meets specifications as per sir (service installation record) and fse could not confirm or replicate any hardware issue or bed issue. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received provided patient identifiers. The patient does not need any post-operative correction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with undercorrection and a central island post lasik. Additional information has been requested. There are two related reports for this event. This report addresses the patients without identifiers, and another manufacturer report will be filed for patient vne.